Event description:
It was reported to fresenius that this dialysis patient, formerly on peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy utilizing a fresenius cycler, experienced a serious infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic in early fall of 2021 (exact date unknown) with a peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic (exact date unknown) presented with candida (species unknown). Results of a white blood cell (wbc) count were unknown. The patient was diagnosed with peritonitis due to a cross contamination of a preexisting genitourinary (gu) yeast infection. The patient was not hospitalized for this event. Antibiotic and/or antifungal medications prescribed to the patient were unknown, but it was stated the patient became ill in response to initial antifungal medication and required a different prescription. The patient¿s pd catheter was removed in an outpatient procedure (exact date unknown) due to the severity of infection and the patient was transitioned to hemodialysis for renal replacement therapy on an in-center basis following this event. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further information concerning this patient, or the reported event was available.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a fresenius cycler with a fresenius cassette and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a cross-contamination of a preexisting gu infection as reported by a medical professional. It is well known the source of peritonitis infections can stem from intra-abdominal sources. This is further evidenced by the presence of a microorganism that is part of normal flora of human gastrointestinal (gi) and gu tracts. Therefore, the any fresenius device(s) or product(s) utilized by this patient for pd therapy can be excluded as a root cause or contributor to this adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A patient identifier or account number also was not provided which prevented a manufacturing review of the product shipped to the patient from being performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
It was reported to fresenius that this dialysis patient, formerly on peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy utilizing a fresenius cycler, experienced a serious infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic in early fall of 2021 (exact date unknown) with a peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic (exact date unknown) presented with candida (species unknown). Results of a white blood cell (wbc) count were unknown. The patient was diagnosed with peritonitis due to a cross contamination of a preexisting genitourinary (gu) yeast infection. The patient was not hospitalized for this event. Antibiotic and/or antifungal medications prescribed to the patient were unknown, but it was stated the patient became ill in response to initial antifungal medication and required a different prescription. The patient¿s pd catheter was removed in an outpatient procedure (exact date unknown) due to the severity of infection and the patient was transitioned to hemodialysis for renal replacement therapy on an in-center basis following this event. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further information concerning this patient, or the reported event was available.